Event description:
Device 1 of 2. Reference MFR report 1627487-2013-19278. It was reported, the pt's system was explanted due to possible infection. The cultures taken during the explant were negative for infection. The explant took place 6-8 weeks after the implant, exact date is unk. Note: the pt received two leads, from the same lot, as part of the scs system.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.